Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Follow-up revealed that the machine was removed from service following the event. Functional testing performed by the biomed confirmed the unit was operating properly; all parameters were within specification. The unit is ready to be returned to service. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the material and process controls were within specification. The investigation into the cause of the patient incident was not able to confirm an issue which would have resulted in the adverse event. However, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: although a temporal relationship exists between the hd treatment on (B)(6) 2017 and the hypotensive episode, seizure-like activity, and subsequent cardiac arrest and death, there is no documentation that suggests a causal relationship between the events and any fresenius products. Additionally, the clinic made no allegation of a device malfunction. The site initially reported that the calcium was minimally out of range, correspondence on march 8, 2017 provided the final lab testing results which confirmed that all electrolytes including calcium were within range. The hospital course is unknown, including any additional attempts to dialyze the patient, prior to the pt. Expiration on (B)(6) 2017. Requests for treatment and hospital medical records were denied. The reported cause of death was cardiac arrest.

Event description:
A user facility reported an adverse event that occurred while a patient underwent a hemodialysis (hd) treatment. Reportedly, the patient presented to the user facility on the event date after having missed over a week of regularly scheduled, routine hd therapies. Therefore, upon arrival, the patient was sent to the emergency room (ER) for evaluation prior to the initiation of the hd treatment. The patient was found to be uremic, but not fluid overloaded so the patient returned to the clinic to undergo the hd therapy. Approximately 3.5 hours into a 4 hour treatment (ultrafiltration goal not specified), the patient became hypotensive and exhibited seizure-like activity. Oxygen was applied via a nasal cannula and the patient was placed in a trendelenburg (feet higher than head) position without good effect. The blood pressure continued to drop. Emergency medical services (ems) was called, and an automated external defibrillator (AED) was placed, but advised no shock. When ems arrived, cardiopulmonary resuscitation was initiated, and then the patient was transported to the ER. The patient was admitted to the intensive care unit (ICU) and placed on a ventilator. The patient expired on (B)(6) 2017. The cause of death was listed as cardiac arrest, cause unknown. However, the user facility concluded that the patient event was not the result of a machine malfunction. Although requested, further disclosure of patient¿s medical record was denied due to the user facility¿s conclusion that the adverse event was unrelated to the use of fresenius products. Following the event, the machine was removed from service per the clinic¿s post adverse event policy and evaluated by the on-site biomedical technician. Functional testing performed by the biomed confirmed the unit was operating properly; all parameters were within specification. The 2008k2 hd machine is ready to be returned to service at the user facility. No malfunction of any other fresenius products in use during the hd treatment was alleged, observed, or identified prior to, during, or following the event. The dialyzer was not available to be returned to the manufacturer for evaluation as it was discarded by the user facility. No samples of the acid/bicarb in use during the treatment are available for analysis. However, the clinic manager revealed that real time cultures and electrolytes were drawn and microbiologic testing was performed. Preliminary testing of the acid concentrate found the calcium to be low; calcium expected to be 2.5 meq/l, but the preliminary value was found to be 2.27 meq/l. However, the final lab test result for ca+ was 2.47 meq/l (within the +/- 5% of the 2.5 specification). Furthermore, final testing of all samples found the electrolytes to be within range. The results of the microbiologic testing were noted as being ¿insignificant.¿